Event description:
It was reported that following a remote transmission, the transmission record did not contain the device battery voltage. A second transmission was attempted, and the battery voltage was present on the transmission record. It was suspected that the remote transmitter had a momentary issue with telemetry with the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).